Event description:
It was reported that the device exhibited inaccurate temperatures. There was patient involvement and no adverse event/patient harm reported.

Manufacturer narrative:
Investigation summary: the effected device was not returned. There were no pictures available for review. Without the return of the used samples, a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.